Event description:
It was reported that during a laparoscopic banding procedure, the "duct bile" on the trocar was deformed. Air was leaking from the trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.